Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose (bg) level was 308 mg/dl. Customer delivered a manual injection to address bg level. Tandem technical support guided the customer through priming the air bubbles out.